Manufacturer narrative:
Investigation summary: as no sample and no photo was returned, a review of past 12 months quality notification was performed. No similar quality notification was raised for the reported defect. Therefore, the root cause cannot be determined. Complaint will be reopened when sample is returned. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: the probable root cause for peelback could be due to tubing material. Rationale: CAPA#(B)(4) was issued to review the tubing material.

Event description:
It was reported that the neoflon 24ga 0.7mm od 19mm l india tip was found damaged during use. This occurred on 4 separate occasions, but the dates and/or patient information are unknown. CAPA# (B)(4) was opened in response to this event. The following information was provided by the initial reporter: "neoflon 24g peelback and tip damage."